Manufacturer narrative:
Quest medical received the suspect device on 3/25/22. The sample was investigated and the leaking was confirmed. The root cause was inferred to be due to insufficient solvent bonding between the bushing and the tubing. Quest will continue to monitor complaint trends. Quest has concluded its investigation.

Event description:
A report was received from a customer stating that there was observed to be an alleged leak in the mps set during surgery. No patient complications were reported.